Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of swollen lymph nodes is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are concern with the product, rippling, sporadic pain, and palpable lymph node.

Event description:
Healthcare professional reported left side device removal due to "concern with the product, rippling, sporadic pain, and palpable lymph node". Device remains implanted.